Event description:
A malfunction was reported by the customer on their pump. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to use their current pump as backup therapy while a replacement pump with updated software was shipped to them. The customer was provided with instructions on storing the malfunctioning pump and returning it within 10 days using a provided return box. The customer was also informed of the need to program their settings and connect their cgm to the replacement pump, which they understood and acknowledged.